Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 3003724334.

Manufacturer narrative:
The device was returned to olympus. During their inspection, the sbc found that the hand switch function at the monopolar 1 output was not working. The sbc traced this issue back to a defective touchscreen. Error e006 can have different causes. In all cases, it is triggered if the electrical resistance between the two electrodes of the device increases. A manufacturing and quality control review was performed for the affected serial number without showing any non-conformities or deviations regarding the described issues.

Event description:
It was reported to olympus that a generator (hf unit) had an e006 error that could not be solved by replacing the handles and cables. The same cable was used normally on other hosts. The reported issue was found during reprocessing of the device. There was no patient injury or adverse event reported to olympus.